Event description:
The patient was undergoing a coil embolization procedure in the occipital artery using swiftpac coils (swiftpac) and a non-penumbra microcatheter. The physician successfully placed two swiftpacs in the target location then began advancing a third swiftpac through the microcatheter. While repositioning the microcatheter, the swiftpac unintentionally detached within the distal end of the microcatheter. The microcatheter containing the detached embolization coil was removed from the patient. The procedure was considered completed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned swiftpac coils (swiftpac) confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly, and the pull wire was in its initial position inside the pusher assembly distal tip. If the swiftpac is retracted against resistance during use, the pusher assembly may elongate causing the embolization coil to detach. Based on the reported complaint, the root cause of resistance during the procedure could not be determined. The detached embolization coil was not returned for evaluation.further evaluation revealed kinks near the proximal end of the pusher assembly. This damage was incidental to the complaint and likely occurred during packaging for return. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.